Event description:
It was reported that the 9800md system would not boot and displayed an interlock failure error message. No pt injury.

Manufacturer narrative:
The service rep re-seated the power supply ps2 output connector to clear the problem. The system operates as intended.